Event description:
Boston scientific received information that this product was part of a system revision due to infection with sepsis. There were no additional adverse effects reported. The product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.